Event description:
Infusion of 65 mls of linezolid (2 mg/ml) was started from a secondary bag hung above a 500 ml bag of 5% dextrose using a continu-flo tubing set with 3 ports and a backflow prevention valve. The drip chamber on the primary bag immediately filled, indicating that there was retrograde movement of the infused liquid back toward the primary bag.